Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 110 mg/dl.

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, when customer inserted the syringe in the cartridge to draw back air, particles of the white septum were seen floating inside of the syringe. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 110 mg/dl.